Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during an unknown endovascular procedure on an unknown date. It was reported that the patient returned for follow-up and a suspected hole in the stent graft demonstrating a clear jet stream type endoleak was seen on the imaging. No cause was provided. No additional clinical sequalae was provided and the patient will be monitored.